Event description:
Manufacturer follow up with the treating neurologist at the time of the event revealed the patient's vns was intentionally disabled for an MRI procedure and then turned back on the same day. The disablement was intentional, and no device malfunction occurred.

Event description:
During manufacturer review of a patient's vns programming history, it was noted that upon the initial vns interrogation on (B)(6) 2010, the vns was set to 0ma output current. The previous interrogation on (B)(6) 2010 had the patient set to 0.5ma, and that is the last line of data for that day. There were no diagnostics done after the last interrogation on (B)(6) 2010 that may have changed the settings, and no programming changes occurred on (B)(6) 2010. It is suspected that a different vns programming system may have been used in which a vns diagnostics test faulted, or the patient may have been intentionally programmed to 0ma with a different programming system. Attempts for further information are in progress.

Manufacturer narrative:
Analysis of programming history. Event is either an intentional programming to 0ma or a programming anomaly, but the outcome cannot be determined without further information.